Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system suffered a cardiac arrest and had to be externally rescued by ems. The patient was taken to the hospital and intubated. Upon interrogating the s-ICD, there were no treated or untreated episodes. There were atrial fibrillation (af) monitor episodes that showed the smart pass feature became disabled on (B)(6) 2017 due to small signal amplitude. Engineering analysis of the af monitor episodes were performed. Episode 3 is a smart pass episode. The stored episodes show small amplitude and relatively noisy (small signal to noise ratio) electrograms. Episode 3 was difficult to pick out the signal from the noise. The captured episodes show a much larger signal and less noise. The onset of the smart pass episode show what appeared to be a ventricular tachycardia (vt), but the rate was between 126-146 bpm (well below the lowest programmable rate sone cutoff for this device). The shock lead impedances were also noted to be high. It was noted the patient is very thin with a concave chest. Auto-setup was performed. Primary sensing vector got really small when the patient would lie down, therefore alternate was chosen. Further system evaluation was recommended to check connections and system positioning. The patient's condition improved. He was extubated and ambulatory. The s-ICD system was explanted one week later. It does not appear a replacement system was implanted. The electrode was not returned.